Event description:
Received report that while heparin drip was infusing and the pt was ambulating, tubing wrapped around the IV pole and snapped in half (not sure of location). Customer stated that there was no change in vitals, no additional treatment due to the event and not change in level of care.

Manufacturer narrative:
(B)(4). The customer's report that tubing snapped in half was confirmed. During visual inspection of the set, it was noted immediately that the silicone tubing was completely separated from the upper blue fitment. Visual examination under microscope noted crush mark to the upper blue fitment. The cause of the separation was not definitively determined.